Manufacturer narrative:
A manufacturing record review was completed and no related nonconformances were found. One unit of trapliner,was returned for investigation. A returned product evaluation was completed. Only the rx lumen section of the trapliner was returned. Weld joint break was confirmed. It is unknown if any damages were present along the pushrod. The damages are likely to have occurred during use in procedure. Per IFU "exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result". Additional information was received from the account. Mild resistance was noted during the procedure. IFU also states the following warning, "never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury." Fragments were pulled out manually through the guide catheter without any issue. Based on the information and returned product evaluation, the most likely root cause of the issue is operational context and/or unintended use error.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: trapliner broke at, or near weld point during the procedure. Device was removed from the patient with no issues. Pulled out manually, was able to inflate a coronary balloon past the fractured piece, and pulled it back through the guide catheter, and out of the body.